Manufacturer narrative:
One 72201995 2.9mm osteoraptor device used in treatment, was returned for evaluation. Prep per the instructions for use recommendation is critical for ease of insertion and successful anchoring. The inserter was returned with two strands of loose suture. No damage was observed. No anchor was returned. Fractured anchors are consistent with torque or excess pressure applied to device. Per instructions for use: ¿if more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. Read these instructions completely prior to use. Breakage of the suture anchor can occur if the insertion site is not prepared with the recommended smith and nephew drill prior to implantation. When using osteoraptor 2.9 mm suture anchors, use a smith and nephew 2.9 mm in-line drill guide, 2.9 mm obturator, and a drill bit specific to the suture anchors to prepare the insertion site (each sold separately). Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Instructions for use contains recommendations and precautionary statements for proper use of product. Risk management files contain the reported failure. Product met specifications upon release to distribution.

Event description:
It was reported that during shoulder joint dislocation repair, the osteoraptor anchor was fractured when screw-in. The broken pieces were removed from the patient using gripping forceps. The procedure was completed with a delay greater than 30 min and using a s+n backup device. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.